Manufacturer narrative:
The surgeon who is experienced and familiar with implantation of waypoint anchors passed this aspect of the platform procedure on to an inexperienced surgeon. Little training on implantation of the waypoint anchors was given and the surgeon did not have time to practice the implantation prior to the procedure. MFR's rep reports the surgeon was nervous during the implantation. MFR rep inspected the anchors visually upon their explant and found no structural defects. User inexperience is seen as the primary cause of this event. More training on the anchor installation would have prevented the incident. MFR will provide additional implantation training for future procedures. In addition, a technical bulletin that reiterates the proper installation techniques as outlined in the instructions for use has been prepared and distributed to future users.

Event description:
In 2006, a dbs electrode placement procedure was cancelled when two loose waypoint anchors used with the microtargeting platform were discovered. The incident was reported to MFR by the MFR rep who was present during the case. The anchors were installed on the same day. The anterior anchor was loose when the stitches were removed. Doctor reinstalled the anchor and was satisfied with its stability. The posterior anchor came loose while doctor was removing the plug. Doctor tightened the posterior anchor before attempting to mount the platform to the anchors. Several attempts were made to attach the bilateral platform, but none achieved four (4) secure screws and anchors. Movement during the mounting attempts caused both the anterior and posterior anchors to loosen. Doctor determined the movement was enough to compromise accuracy for microelectrode recording and stopped the case. The pt was not injured and the surgery was completed three days later with another company's stereotactic frame.